Event description:
The event occurred in (B)(6). The swab is broken during collection and collection site is the vagina.

Manufacturer narrative:
Manufacturer investigation report: our original complaint investigation could not confirm any malfunction or defect in the device lot associated with this incident. The DHR was reviewed and no anomalies have been found during all the production steps of the different product components. The sticks of the flocked swab comprise in the product 552c are manufactured using polystyrene, this sticks are designed to break and fit into transport tubes. The claimed product broke off in the exact point where it's supposed to break, at the breaking point. The test performed on the retained sample from the claimed lot was done following internal sop for mechanical resistance test. All the tested swabs gave results within the acceptability limits. (Note: the samples tested were coming from the same large lot number, but not the same batch number). As a result of FDA inspection, copan (B)(4) has reviewed its criteria for a reportable event and has reviewed complaints from 2011 and 2012 to identify reportable events under the revised reporting criteria.